Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left capsular contracture; baker grade iii, and generalized illness (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent unspecified breast surgery with unknown size unknown gel implants and experienced breast implant rupture on her right side postoperatively diagnosed in the office by the healthcare professional. As a result, the patient is scheduled for a replacement surgery on (B)(6) 2021. On november 3, 2021, mentor became aware that the devices were 475cc mentor memorygel breast implants. On november 17, 2021, mentor became aware that patient underwent bilateral removal only surgery without complications, and did not experience any implant malfunctions/defects. Patient experienced generalized illness as "health issues" associated her symptoms to the implants and reported she believes her symptoms (neuropathy and persistent candida) align with bii. Health care professional reported that patient believes she has a left capsular contracture; baker grade iii. This medwatch report is for the patient¿s left-sided device.

Event description:
It was reported that a (B)(6) female patient underwent unspecified breast surgery with unknown size unknown gel implants and experienced breast implant rupture on her right side postoperatively diagnosed in the office by the healthcare professional. As a result, the patient is scheduled for a replacement surgery on (B)(6) 2021. On (B)(6), mentor became aware that the devices were 475cc mentor memorygel breast implants. On (B)(6) 2021, mentor became aware that patient underwent bilateral removal only surgery without complications, and did not experience any implant malfunctions/defects. Patient experienced generalized illness as "health issues" associated her symptoms to the implants and reported she believes her symptoms (neuropathy and persistent (B)(6)) align with bii. Health care professional reported that patient believes she has a left capsular contracture; (B)(6). This medwatch report is for the patient¿s left-sided device.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left capsular contracture; (B)(6), and generalized illness (B)(4). Manufacturer¿s reference number: (B)(4).